Event description:
The customer obtained a false low troponin 1 result of 0.51 ng/ml on a patient sample the expected result was between 16.5 and 19.1 ng/ml the based low result was not reported to the physician there was no report of patient harm as result of this event.